Event description:
Healthcare professional reported left side "replacement with capsulectomy." Healthcare professional later reported "painful capsular contracture baker grade iii." Healthcare professional additionally reported "rupture." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, left side "replacement with capsulectomy". Healthcare professional later reported, "painful grade iii capsular contracture". Device has been explanted and replaced.

Event description:
Healthcare professional reported, left side "replacement with capsulectomy". Healthcare professional, later reported, "painful capsular contracture, baker grade iii". Healthcare professional, additionally reported, "rupture". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken assessed, as a surgical impact opening (shell thickness within spec). And missing shell observed assessed, as inconclusive. Capsular contracture: unable to observe, since it is not related to the device. Additional observations: stress marks and crease fold observed, on the device. No further actions are required, as the device was implanted.